Event description:
An impella cp was inserted via the femoral artery to support the 56-year-old male patient admitted in with acute myocardial infarction and cardiogenic shock. Underlying medical history was not shared. While on the support there were episodes of ventricular tachycardia (vt) which required cardioversion and medical intervention inclusive of lidocaine and amiodarone. Eventually the team had to place an internal defibrillator. The patient survived the vt and support was weaned and explanted after 3 days of support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(catalog, serial) the root cause of the injury was unable to be determined due to insufficient clinical details.